Event description:
A surgeon reported that he has explanted several intraocular lenses (iol) due to complaints of dysphotopsia. No specific information was provided. The association between these events and the iols is not known. Additional information has been requested.